Manufacturer narrative:
Additional information: d10, h3, and h6 the reported event of insulation abrasion was confirmed while the reported event of high pacing lead impedance could not be confirmed. As received, a partial lead (distal end) was returned in one piece. Visual inspection of the lead found two internal insulation abrasions breaching the right ventricular cable lumen at the distal and middle region of the lead. The ethylene tetrafluoroethylene cable coating was not abraded in these locations. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. Additional information: b1, b2, b5, d7, h1, h7, h9 and h10.

Event description:
Additional information received indicating that during the lead revision procedure, conductor externalization was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, an alert for high, out-of-range pacing impedance was noted on the right ventricular lead. It was suspected that the cause of the event was due to lead conductor fracture. X-ray imaging was conducted but the cause of the event could not be determined. Moreover, provocative testing was conducted but was unremarkable. No intervention has been conducted at this time but lead revision is anticipated. The patient experienced no consequences.